Event description:
Medwatch report from user/facility states: "pt referred to co from dr - placed on table - site prepped by femoral approach, catheter was snared and retreived per another dr." No additional information is available on the patient's status.